Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2022; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 209.6 mcg/ml via an implantable pump. It was reported that the patient reported to the hospital and was admitted to the pediatric intensive care unit (picu) due to suspected baclofen withdrawal. A catheter flow study was performed today (2024-01-15) to determine whether or not the catheter was patent. The physician was unable to aspirate the catheter. The physician planned to revise the catheter by surgery date was not scheduled yet. It was unknown if there were any environmental/external/patient factors that could have led or contributed to the issue. The issue was not resolved at the time of the report.